Event description:
Technician alleged that the head of the bed is stuck in the down position. No alleged injury reported by the account.

Manufacturer narrative:
The technician found the head up solenoid valve is faulty. The technician replaced the head up solenoid valve to resolve the issue.